Event description:
Revision surgery - due to a possible infection the surgeon changed out the djo biolox head only. The pt has a competitor's liner and cup.

Manufacturer narrative:
The reason for the revision surgery on (B)(6) 2013 was due to a possible infection. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the possible infection or inhibited the patient's immune system. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the sterilization records show that the reported device went through an adequate 25-40 kgy gamma radiation sterilization dose and was within it's expiration date at the time of the original surgery on (B)(6) 2013. There were no findings during this investigation that indicate that the reported device was the source, root cause, or had a direct connection with the patient's infection. Due to the short time between the original surgery and the revision, it is possible that the infection was acquired in the hospital (nosocomial). It is also possible that the patient was not compliant with post surgical instructions. There are no indications of a product or process issue affecting implant safety or effectiveness. Hospital disposed.